Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi70000107, ubd: unknown, UDI#: unknown product ID: bi80000013, ubd: unknown, UDI#: unknown product ID: bi-500-01093, software version #: 3.1.7 f1908: delay of less than one hour f26: no patient impact g02008: software g04130: pin, ratchet h3, h6: software analysis was performed. A software issue was confirmed and the allegation was a result of the software malfunction. Codes b01, c10, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system used in a procedure. It was reported that the system took 1 exposure, then was unable to take another. The system was rebooted and worked as normal. Additional information was received. The procedure was a spine fusion. There was no impact on patient outcome. There was less than an hour delay in surgery.